Event description:
The customer reported that the system intermittently would not turn on (no boot). This resulted in an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.